Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that one of his response buttons was not working properly. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has not yet been completed. The reported problem (response button issue) is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective response button. The pt received a replacement monitor.